Event description:
Customer reported blood glucose results of 195 mg/dl on inform system 1, 78 mg/dl and 42 mg/dl on inform system 2, all within 10 minutes. Customer reported no patient symptoms or treatment. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch with a1 patient for report on inform system 1.